Manufacturer narrative:
BLOCK D2B: PRODUCT CODE: ADDITIONAL PRODUCT CODE QON. BLOCK G4: PREMARKET / 510(K) #: ADDITIONAL PREMARKET / 510(K) # P190006. BLOCK H11: INVESTIGATION DETAILS: THE DEVICE WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE THE DEVICE; HOWEVER, THE PRODUCT WAS NOT RETURNED. IT WAS CONFIRMED THE DEVICE MET MANUFACTURING SPECIFICATION PRIOR TO DISTRIBUTION AND THERE WERE NO MANUFACTURING DEVIATIONS WHICH COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT. A RISK REVIEW WAS COMPLETED AND CONFIRMED THAT THE EVENT OF FRACTURE AND ERROR CODES DISPLAYED ON RC WAS DEFINED IN THE PRODUCT RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF CAUSE NOT ESTABLISHED.

Event description:
IT WAS REPORTED THE PATIENT HAD A RED LIGHT ON THEIR REMOTE CONTROL AND NOT GETTING SYMPTOM RELIEF. THE PATIENT'S SYMPTOMS WERE AT BASELINE. TROUBLESHOOTING ATTEMPTS WERE MADE TO CLEAR THE RED LIGHT BUT IT WAS UNSUCCESSFUL. THE PATIENT GOT AP AND LATERAL IMAGING. THE PHYSICIAN DETERMINED THE LEAD WAS SEVERED. ADDITIONALLY, THE PATIENT HAD SURGERY TO REVISE THE FRACTURED TINED LEAD. THE NEUROSTIMULATOR WAS NOT REVISED. THE PATIENT IS DOING WELL.

Event description:
It was reported the patient had a red light on their remote control and not getting symptom relief. The patient's symptoms were at baseline. Troubleshooting attempts were made to clear the red light but it was unsuccessful. The patient got AP and Lateral imaging. The physician determined the lead was severed. Additionally, the patient had surgery to revise the fractured Tined Lead. The Neurostimulator was not revised. The patient is doing well.

Manufacturer narrative:
Block D2b:Product Code: Additional product code QON.Block G4:Premarket / 510(k) #: Additional Premarket / 510(k) # P190006.Block H11:Investigation details:The device was returned for analysis. A visual inspection revealed the Tined Lead was broken into two pieces. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of Fracture and Error Codes Displayed on RC was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Correction:Block H11: Investigation details.